Event description:
It was reported that the right atrial (ra) lead had dislodged and found to be located in the superior vena cava (svc). High, unstable thresholds were noted with no capture. The right atrial (ra) lead also showed no sensing. The physician commented that they felt these issues were a result of poor lead placement during the original implant procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.